Event description:
The reporter stated the tip broke off a hex screwdriver while positioning a screw. The tip is lodged in screw shaft, and therefore unrecoverable. Surgery was completed with no harm to the pt.

Manufacturer narrative:
To date the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.